Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that a revision of a distal femur mets is required due to loosening. It has further been reported that this is secondary to bad cementation.